Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, it is likely the connecting tube was unable to be connected as the connector loosened and came apart. The loosened connector may have been caused by stress being applied to the connector towards the loosening direction. The stress would have accumulated. The connector may have also come in contact with a hard surface. The instructions for use (IFU) instructs the users of the following: ¿check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears or dents.¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the customer site and confirmed the customer¿s allegation. The fse replaced the connector, tested the unit, and no errors were noted. The fse verified the device per the instructions noted in the instructions for use (IFU), and confirmed the unit was ready for use. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, a gray connector on the endoscope reprocessor was broken. There were no reports of patient harm associated with this event.